Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the autocapture algorithm of the pulse generator was not functioning as expected. The device remained implanted. No additional information was provided.